Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an 1268-100 130° radiolucent targeting arm had the green button/spring break when the doctor was hammering on it. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 03/14/2025: they completed the case without the green button on the jig by shoving the trocar into the jig hole firmly and it went in without the button. The case was delayed for one minute. No added anesthesia was administered, and no adverse effects were reported. This was discovered during a troch fx procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged 1268-100, 130° radiolucent targeting arm. Was received for investigation. Visual evaluation of the returned device noted that the green button had broken off. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing.